Event description:
It was reported that the patient experienced vt2 and the implantable cardioverter defibrillator delivered shock appropriately. Two of the shocks failed and the third shock was successful. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The field event of inadequate high voltage output and failure to convert rhythm could not be confirmed. Analysis of the device image revealed the device was charging and delivered therapy on the event date. Device image was reviewed by tech services and confirmed rhythm was able to be converted and the device behaved as programmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.